Event description:
The account alleged that the head section is dislodged from the seat section.

Manufacturer narrative:
The head section weldment and associated hardware was sent to the facility. The facility has not completed the repairs.